Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission revealed the pulse generator exhibited intermittent undersensing, which resulted in mode switching. The patient was asymptomatic. No intervention was reported and the patient would be monitored.